Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant the lead was difficult to have a good threshold and it was always very high. Also during the procedure, the lead dislodged several times. The lead was implanted, but a x-ray post implant showed the lead had dislodged into the ventricle. The lead was explanted and replaced with a different model lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.